Event description:
The "patient" was our employee who was stuck by a needle. The product was a portex hypodermic syringe with an attached 23 gauge 1 inch needle. The needle is bent and extending through the original protective cap by approx 1/2 inch.